Event description:
A surgeon reported that a patient had light perception vision and pain 12 days following intraocular lens (iol) implant surgery. The patient was referred to a retinal specialist who diagnosed endophthalmitis. Patient had a vitreous tap and was treated with antibiotics. Patient reported to be doing well and improving. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There were no other complaints reported for this lot. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).